Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the catheter proximal shaft was found separated at 46.0cm from its proximal end. The catheter was kinked at approximately 18.5cm, 47.5cm and 107.0cm distal to the strain relief. The catheter was slightly compressed at approximately 117.0cm distal to the strain relief. Functional testing was not performed due to the anomalies found on the catheter. In case of this event, the customer indicated that no damage was noted to the packaging, and the break of the catheter occurred during preparation after unclipped from the packaging and pulled out from the dispenser hoop. It is likely that force may have been exerted on the shaft during pulling of the catheter from the dispenser hoop, which may have stretched the catheter proximal end resulting into separation of the shaft. The reported issue is due to handling of the product during removal of the product from the packaging and dispenser hoop. Therefore, a cause of handling damage was assigned to the reported and analyzed issue 'nv - dac shaft broken outside patient'. It is possible that handling of the product during packaging and shipping at the time the product was returned for analysis may have caused the other anomalies related to kinks observed on the catheter along its length. Therefore, a cause of shipping damage was assigned to the analyzed code 'nv - dac shaft deformed'. The additional information from the customer indicated that the catheter was fractured outside the patient and not inside the anatomy as previously reported. It is highly unlikely that the broken catheter may contributed to and/or cause any patient injury; the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the catheter shaft was fractured outside the patient during preparation. There were no clinical consequences to the patient as a result of this event.

Event description:
It was reported that the catheter shaft was fractured when advanced in the patient¿s anatomy. There were no clinical consequences to the patient as a result of this event. No additional information was provided.